Manufacturer narrative:
(B)(4). The rx tenku dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4)company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the mid right coronary artery with moderate tortuosity and moderate calcification, a 2.0x12 mm rx tenku dilatation catheter was advanced with slight resistance to the lesion; however, the balloon ruptured on the first inflation at 4 atmospheres. Reportedly, there was no resistance during removal of the stylet or protective sheath, the device was soaked and air aspiration was performed outside of the patient anatomy prior to use. The 2.0x12 mm rx tenku dilatation catheter was withdrawn from the patient anatomy without resistance. No further attempts were made to dilate the lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.